Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The three additional perclose proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that bilateral suture placement in both the calcified left common femoral (lcfa) and the calcified right common femoral (rcfa) arteries were attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred with all four proglide devices (two in the lcfa and two in the rcfa). The sutures of two new proglide devices were successfully pre-placed (two in the lcfa and two in the rcfa). The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.